Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform air removal prior to loading the cartridge. Customer¿s blood glucose was 333 mg/dl. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.